Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic non-pacemaker dependent patient presented in clinic for a device check. Upon review, the patient¿s right ventricular lead exhibited high capture thresholds. No electrical anomalies were noted. The patient reported unrelated falls from the previous winter. A lead perforation was initially suspected but was ruled out following computed tomography scans. There are no plans for revision.